Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had surgery on (B)(6) 2024, for bladder prolapse. By (B)(6) 2024 the device became loose, and the patient experienced complete incontinence which she didn't have before (she had some incontinence but not complete incontinence). The patient also stated that she has had multiple urinary tract infections since the surgery on (B)(6) 2024, and has been on multiple rounds of antibiotics. The device and exposed mesh was removed in (B)(6) 2025 and reimplanted with a new device. The patient's incontinence has improved but she still has continuous urinary tract infections.